Event description:
Customer states he has an infection at site which was red and swollen with pus. Customer's blood glucose was 400 mg/dl. Customer states issue may have been caused by a bent cannula which he did not receive a no delivery alarm for. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.